Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occured. The 95% stenosed target lesion was located in a shunt in the calcified and moderately tortuous brachiocephalic vein. A non-bsc 6f sheath was inserted, and a .035 non-bsc guide wire crossed the lesion. A 8.0 x 20 mustang balloon catheter was selected and advanced to treat the target lesion. Upon first inflation attempt, the balloon was not pressurized. When the device was removed, a balloon rupture was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at the time of the event: 18 years old or older (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).